Event description:
Upon evaluation by manufacturer, it was found that the device appeared burnt from the inside. The display appeared melted in 3 corners as well. Meter reportedly had a burnt smell when evaluated. No adverse event reported.